Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to severe allergic reaction. Reportedly, the patient was sent a hypo allergenic pad as the patient had redness, swelling and blistered. The patient wanted the product information to be able to put on the allergy list. There were no additional adverse patient effects reported. This implantable lead was explanted.